Event description:
Patient undergoing laparoscopic bilateral tubal ligation with the gyrus pk device. When cauterizing the tubes bilaterally, the device would only coagulate the tissue; it would not cut.